Event description:
It was reported a malfunction occurred on the pump. Customer¿s blood glucose (bg) level was 573 mg/dl. Elevated bg was addressed by a manual insulin injection. The customer reverted to an alternate method of insulin therapy.